Manufacturer narrative:
The cse replaced the keyboard, which resolved the reported issue. The ventilator passed extended self-testing (est), short self-tests (sst), oxygen calibration, and electrical safety. (B)(4).

Event description:
The covidien customer support engineer (cse) reported an unresponsive key on the touch panel. The malfunction did not occur during patient use.